Event description:
A malfunction was reported with the pump, displaying malfunction code 15. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction reoccurred, leading to a decision to replace the pump. The customer was instructed on using multiple daily injections as backup therapy and how to return the pump for replacement.